Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced extensive clotting of his left leg, including venacaval thrombosis, which had to be amputated below the knee and then above the knee one year later. Furthermore, the patient has allegedly experienced severe aortailiac and femoral/popliteal clotting post filter deployment. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years seven months post-deployment, computed tomography of abdomen was performed for evaluation of inferior vena cava filter. The study showed that an infra renal inferior vena cava filter was present at the l3-l4 vertebral level and there was no evidence of fracture of the limbs. The study also showed that one of the posterior limbs of the inferior vena cava filter was embedded within an anterior osteophyte at the l3-l4 disc level and these appears to be ill-defined calcium deposition along the more proximal aspect of the inferior vena cava filter. Additionally, there were findings of chronic thrombosis/occlusion of the infra renal inferior vena cava filter which appears to extend into the right common iliac vein. Also partially imaged collateral vasculature was noted in the right retroperitoneum which appears to connect to the right gonadal vein and then to the inferior vena cava superior to the inferior vena cava filter. Therefore, the investigation is confirmed for the occlusion of the inferior vena cava filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced extensive clotting of left leg, including vena caval thrombosis, which had to be amputated below the knee and then above the knee one year later. Furthermore, the patient has allegedly experienced severe aorta-iliac and femoral/popliteal clotting post filter deployment. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.